Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that during a drainage catheter placement procedure the guidewire had unraveled while removing it from the catheter. The nurse decided to remove the entire drainage catheter and guidewire together. The nurse was accidently stuck with the wire during removal. The nurse and patient both tested negative for blood borne pathogens. The nurse was treated with basic first aid. The physician reported that the patient's anatomy was not unusually tortuous.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and two similar complaints for this lot number were found from the same customer. The device history record was reviewed and no exception documents were found.